Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using vitros immunodiagnostics products troponin I es (tropi es) reagent pack lot 2520 processed on the vitros eciq immunodiagnostic system (s/n (B)(4). A definitive assignable cause could not be determined. Initial vitros tropi es precision testing performed by the customer, pre-service, was outside ortho acceptable guidelines, however, two further precision tests performed were acceptable. Therefore an instrument issue cannot be ruled out as a contributing factor. Based on historical quality control results, a vitros tropi es lot 2520 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2520 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor. The customer is not adhering to the sample collection device manufacturer¿s recommendations. It is possible that cellular debris due to poor sample preparation was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected, troponin I result obtained from a single patient sample using vitros immunodiagnostics products troponin I es (tropi es) reagent pack on a vitros eciq immunodiagnostic system. Patient sample 0.151 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was reported from the laboratory, however a corrected report was subsequently issued for the affected sample. Ortho was not made aware of any allegation of patient harm as a result of this event. (B)(4).